Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was presented to the emergency department with a blood sugar of "1911." A planned transfer to children's hospital was arranged. An insulin infusion was started prior to transfer, intended to infuse at 0.1 units/kg/hr. (Patient's weight 59.4 kg), resulting dose was 5.94 ml/hr. The volume to be infused was 100ml and the insulin bag concentration was 100units/100ml. It was reported that 95.4 units of insulin was given over approximately 30 minutes. After the infusion, a stat blood sugar level came back "1651", and a dextrose 10% normal saline was started immediately. On transport, the patient reportedly became unresponsive but did not require intubation. Blood sugars were closely monitored and continued to fluctuate with noted electrolyte imbalance, specifically, hypokalemia and heart irregularity. It was reported that the event was due to "a medication error" and it was found that prior to the event, when the keypads were replaced on the involved large volume pump modules, the epic (electronic medical record) interoperability barcodes were replaced with an incorrect barcode and the serial numbers did not match the device. It was reported that the patient was eventually discharged from the children's hospital on (B)(6) 2023 with a diagnosis of "right foot drop and nerve pain. Exact cause unknown but improvement is anticipated overtime."

Event description:
It was reported that the patient was presented to the emergency department with a blood sugar of "1911." A planned transfer to children's hospital was arranged. An insulin infusion was started prior to transfer, intended to infuse at 0.1 units/kg/hr. (Patient's weight 59.4 kg), resulting dose was 5.94 ml/hr. The volume to be infused was 100ml and the insulin bag concentration was 100units/100ml. It was reported that 95.4 units of insulin was given over approximately 30 minutes. After the infusion, a stat blood sugar level came back "1651", and a dextrose 10% normal saline was started immediately. On transport, the patient reportedly became unresponsive but did not require intubation. Blood sugars were closely monitored and continued to fluctuate with noted electrolyte imbalance, specifically, hypokalemia and heart irregularity. It was reported that the event was due to "a medication error" and it was found that prior to the event, when the keypads were replaced on the involved large volume pump modules, the epic (electronic medical record) interoperability barcodes were replaced with an incorrect barcode and the serial numbers did not match the device. It was reported that the patient was eventually discharged from the children's hospital on 16 january 2023 with a diagnosis of "right foot drop and nerve pain. Exact cause unknown but improvement is anticipated overtime."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction : other occupation. Additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.